Event description:
Rotarex opened for the case broke during procedure. Team removed the rotarex to flush it out since there wasn't adequate blood flowing to the bag (at that point the broken part wasn't noticed). Since unable to flush it out properly, it was decided to open a new rotarex. Second rotarex used but soon team realized had no blood flowing to the bag. It was then decided to take the second rotarex out thinking that it might be broken. We used fluoroscopy and then realized a broken piece of the rotarex was left behind. Attempts made to remove the broken foreign object by pulling back the wire to remove through the valve of the sheath. Next team tried to snare it but noticed it was pushing the broken foreign object further away from the sheath. It was decided to remove wire, the foreign object, and sheath all together at once to ensure all of the foreign object was removed from the patient. As a result, a hematoma formed because pressure wasn't held during removal of the original sheath. A smaller sheath was put in over wire to maintain access, so a closure device could be used. Ultrasound was used during placement of the closure device placement; however, sight was obscured by a hematoma. Nursing took turns holding pressure for 15-20 minutes each and a pressure dressing was placed over access site. Patient was admitted for observation. Plan to return in 2 weeks to repeat the procedure.